Event description:
It was reported that during device changeout while wound closure was in process, oversensing due to a possible fracture was observed on the programmer screen via device markers. The physician decided to evaluate the device/lead connection and the measured values were within acceptable limits when measured with the analyzer. The lead was reconnected to the device and the sensitivity was reprogrammed. The lead remains in use and will be evaluated at the patient's next follow-up visit. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during device changeout while wound closure was in process, oversensing due to a possible fracture was observed on the programmer screen via device markers. The physician decided to evaluate the device/lead connection and the measured values were within acceptable limits when measured with the analyzer. The lead was reconnected to the device and the sensitivity was reprogrammed. It was later reported that the patient returned to the hospital not feeling well and the lead was exhibiting oversensing. Ventricular fibrillation (vf) detections were turned off and the patient was to be monitored in the hospital. The patient checked herself out of the hospital the next day against medical advice. The lead remains in use with vf detections off. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the right ventricular (rv) lead had high thresholds and high/undefined pacing impedance. It was noted the had a high number of short v-v intervals. Noise was able to be reproduced during isometric exercises. The lead was capped and replaced. No patient complications have been reported as a result of this event.